Event description:
It was reported that the surgeon inserted the device into the abdomen and just prior to first firing, we noticed the first clip already half formed (tip touching tip) still securely in the jaws. The surgeon removed the device, finished the first firing to remove the clip, and then did a successful test firing. He then used the same device to finish the procedure with no additional incidents.

Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.